Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred 10-20 seconds after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed in the area surrounding the fibers in the housing of the dialyzer. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 10-20 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.